Event description:
The customer reported to vyaire medical that the screen of the bellavista 1000 is going off intermittently during pre-testing calibration. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. Vyaire medical was unable to confirm the issue but sent a request to the customer service team for the shipment of a new main electronics. The root cause of the failure appears to be a defect in the main electronics, which is causing the failure. Exact root cause not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.